Event description:
During a routine device exchange, noise resulting in oversensing was observed on the right ventricular (rv) lead. X- ray imaging was performed; no anomalies were noted. The rv lead was capped and replaced to resolve this event. The patient was stable.

Event description:
Additional information was received that a lead defect was suspected. X-ray imaging was performed; no anomalies were noted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.